Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, when the surgeon attempted to grasp the tissue, the tip of the fenestrated bipolar forceps instrument was missing. The surgeon was able to retrieve the fragment. The procedure was completed as planned. An x-ray was performed to confirm no fragments remained inside the patient. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken molded insulator on the upper jaw. The broken molded insulator likely caused the grip tip to be fully detached. The broken piece measures approximately 15.65mm x 4.63mm and was returned with the instrument. The grip base for the grip with the cracked molded insulator does not appear to be bent. Visual inspection was performed and found no damage to the housing or main tube. The housing was removed for inspection and found no internal damages. The input disks were manually articulated with no issues. The grip knob was able to rotate, allowing the grips to open/close without any issues. Additionally, the bipolar instrument's conductor wire was found to be broken. The broken wire was likely caused by the broken over molded insulator. The location of the wire is on the side with the upper jaw. The wire appears sticking out and would fail electrical continuity. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.